Event description:
A customer from brazil alleged a potential false-positive result for exon 20 insertion (ex20ins) with cobas® egfr mutation test v2. Upon receiving ex19del; ex20ins result for a patient sample, the doctor in charge of the laboratory wanted to know the CT value of these results. The sample is from a lung biopsy on a paraffin block. The lung tissue was small and a macro dissection had to occur prior to extraction. Extraction was confirmed to be per method sheet instructions. The quantification of dna was performed on the nanodrop and was quantified in qubit to process the sequencing. There was not enough dna to perform sequencing on the sample to determine if it was a false positive. No harm was alleged.

Manufacturer narrative:
Roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees will be notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests). (B)(4).